Event description:
It was reported by the clinical supervisor to a field engineer who was onsite for another issue that multiple techs had been injured by a loose foot switch pedal sliding out from under their foot when going to step down on it. It was reported that on (B)(6) 2018 one tech went to step on the foot switch pedal to engage it and it slipped out from under her causing her to injure her foot. The technologist stated her foot was sore from the incident though she declined medical attention and completed the patient exam. It was reported that other technologists had experienced the same issue "causing them injury or near potential injury." Additional details were not provided. The field engineer evaluated the foot switch and noted that all of the pads were still secured to the bottom of the foot switch plate. The site reported having a vinyl floor and the foot switch pads are a clear plastic. The foot switch bottom plate was removed to expose rubber pads that created a better grip on the floor. The supervisor confirmed that there has been no further incident since the change.

Event description:
Additional information was received that confirmed there were only two technologist involved. One technologist who injured her foot and one technologist who was able to catch herself prior to any injury occurring.